Event description:
During a left sided ablation procedure using an ensite array catheter, a cardiac perforation occurred. The pt complained of chest pain when the physician deployed the array catheter into the left ventricular outflow tract (lvot). The physician proceeded to introduce an ablation catheter for creating geometry. The pt became hypotensive and tachycardic. Cardiac movement appeared less on fluoroscopy, so the physician performed a pericardiocentesis which stabilized the pt. The physician does not allege any performance issues with nay sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info rec'd, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of procedures such as this. The IFU also indicates this device is intended to be used in the right atrium of pts with complex arrhythmias that may be difficult to identify using conventional mapping systems alone.